Event description:
It was reported via repair work order that the height adjustment racks are bent and the cot cannot support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.